Event description:
The customer reported a malfunction when the pump was dropped, which displayed malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.